Event description:
A malfunction was reported on the pump, characterized by a malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any further malfunction codes appeared.